Manufacturer narrative:
Device evaluated by MFR: the examination of the returned product revealed that both, the coil and the corewire were severed at approximately 36mm from the distal tip and the distal portion of the wire was missing. Also, the corewire proximal to the breakage point was necked and had become thinner with evidence of kinking. The fracture surface showed a dimple pattern characteristic of a ductile fracture. A length of the wire from approximately 9mm from the fracture site was deformed into a semicircular shape and pitch deviation of the coil was confirmed in several locations. Thus, it is estimated that approximately 36mm of the core / coil portion remained in the patient. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment inside the patient occurred. Vascular access was obtained via an antegrade approach. The ambiguous cap lesion was located in the calcified, chronic total occlusion right coronary artery (rca). A 190cm fighter guidewire was engaged to the lesion. The physician attempted to "knuckle" the guidewire very aggressively with a non-bsc catheter for support. The tip of the guidewire detached and remained in the mid rca. The rest of the wire was removed from the body. The detached tip was attempted to be removed with the support of a 2.5x20mm emerge balloon catheter without success. A 3.5x15 nc emerge was inflated at the mid rca where the fighter was located and a 3.5x38 synergy drug-eluting stent was deployed over the broken fighter tip. It appeared that the synergy stent completely "trapped" the wire tip against the vessel wall as there were no luminal irregularities in the post images. At the end of the case the patient is in stable condition.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment inside the patient occurred. Vascular access was obtained via an antegrade approach. The ambiguous cap lesion was located in the calcified, chronic total occlusion right coronary artery (rca). A 190cm fighter guidewire was engaged to the lesion. The physician attempted to "knuckle" the guidewire very aggressively with a non-bsc catheter for support. The tip of the guidewire detached and remained in the mid rca. The rest of the wire was removed from the body. The detached tip was attempted to be removed with the support of a 2.5x20mm emerge balloon catheter without success. A 3.5x15 nc emerge was inflated at the mid rca where the fighter was located and a 3.5x38 synergy drug-eluting stent was deployed over the broken fighter tip. It appeared that the synergy stent completely "trapped" the wire tip against the vessel wall as there were no luminal irregularities in the post images. At the end of the case the patient is in stable condition.